Event description:
A nurse reported that there was no vacuum during the cataract procedures. The staff attempted to re-prime the cassette, which did not resolve the issue. The staff replaced the cassette and proceeded with the procedure. There was no harm to patient. Additional information has been requested.

Manufacturer narrative:
A product sample was requested; however, no sample has been received by the manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).